Manufacturer narrative:
No parts have been received by the manufacturer for evaluation following multiple attempts. A medtronic representative went to the site to test the equipment. Could not duplicate grainy images. Found motion batteries were not holding charge. The medtronic representative replaced motion batteries. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(6). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A radiologic technologist (rt) reported that, while in a spinal fusion procedure using the imaging system, when trying to acquire a 3d confirmation spin, they heard a click and also noticed the tube's temperature indicator was in the red. After the acquisition, the images were unusable due to image artifact. While troubleshooting the rt rebooted the system, redid the rad and gain calibrations which passed successfully. They did not do another spin but rather the surgeon used the fluoro images to confirm hardware placement. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.